Event description:
It was reported that due to atrophy and recurring incontinence, the patient had his artificial urinary sphincter (aus) removed and replaced with another aus with a 4.0 cm cuff placed on a healthier spot on the urethra. The physician was also unable to cycle the patient's device. He feels the cuff was originally placed on the correct location with the correct size, and feels the new location will enable to better fit for the patient. This patient has a history of radiation therapy.

Event description:
It was reported that due to atrophy the patient had his artificial urinary sphincter (aus) 4.0 cm cuff removed and replaced with another 4.0 cm cuff on a healthier spot on the urethra. The physician feels the cuff was originally placed on the correct location with the correct size. He cycled the patient's device but the patient was no longer continent. This patient has a history of radiation therapy. The physician feels the new location will enable to better fit for the patient.